Event description:
It was reported that the patient's ipg could only hold charge for a couple of hours. The ipg was replaced with an MRI compatible device. The explanted ipg was not returned to bsn.

Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event.